Event description:
The following was reported regarding the johnson and johnson (jnj) intraocular lens (iol). The customer reported having several malfunctions with the preloaded iol. In one instance the iol tore in the chamber and in another instance the haptic misfolded. The third iol got stuck. None of the iols entered the patient¿s eye. The failures occurred while priming. The devices will not be returned as they were discarded. Three different serial numbers were involved but the correlation with the issue and the specific iol was not provided. Serial# (B)(6) is being reported in manufacturer report number 3012236936-2026-0002071.serial# (B)(6) is being reported in manufacturer report number 3012236936-2026-0002072.serial# (B)(6) is being reported in manufacturer report number 3012236936-2026-0002073 (this report).

Manufacturer narrative:
Section d6a, section d6b, section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.